Event description:
Healthcare professional reported via nbir right side "suspected/actual rupture/deflation". The device was explanted and replaced.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.